Event description:
It was reported that the coil was partly deployed in an unintended location. A 6mm x 20cm interlock¿ was used to treat the target lesion located in a moderately tortuous hepatic artery. During procedure, the coil was advanced in a non bsc catheter into the gastroduodenal artery. It was noted that the coil got disconnected from the wire. As a result, part of the coil got deployed into the right gastric artery causing it to be blocked. The procedure was completed with this device. An attempt to undergo placement of non bsc embolization particles was not possible due to the blockage on the vessel. After the case, the patient was brought back to the facility and it was found out that the coil got stretched down the aorta. Retrieval of the coil from the current location was successful. However, the vessel was still blocked.

Manufacturer narrative:
Device was evaluated by manufacturer: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in inner diameter microcatheter with one or two radiopaque tip markers. The non bsc catheter used in this procedure has an inner diameter of 0.025in which is too large for a fidc coil. The i.d. Of the catheter used was larger than the recommended i.d. Of 0.021in and is therefore not compatible with the fidc system. (B)(4).